Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that there was a cored out hole in every seal plug except df+. All setscrews moved freely. An engineering level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. The clinical observations were not able to be confirmed via laboratory testing.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri) after experiencing two charges time outside of the extended CT limit for the device. The device was also displaying an increase in shock impedance measurements. The patient underwent a changeout procedure. During the device change out procedure, the terminal pin for the distal shock coil of the right ventricular (rv) lead came out of the header as soon as the device was removed from the pocket. The device was explanted. The rv lead was attached to the new device with resulting good numbers. No additional adverse patient effects were reported. The device was returned for analysis.